Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted. It was further noted that the right atrial lead was damaged during extraction. The lead was explanted. No further information was available.

Event description:
New information available on (B)(6) 2018 states that the atrial and right ventricular leads were fractured due to a knot in the leads.

Manufacturer narrative:
Analysis was normal. No anomalies were found.